Manufacturer narrative:
THE DEVICE IS NOT RETURNING FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2025, A 25MM EPIC VALVE WAS CHOSEN FOR A PROCEDURE. DURING THE PROCEDURE, THE DOCTOR FOUND OUT THE VALVE LEAFLET'S FORM HAS SOMETHING WRONG AND A ABNORMAL VALVE LEAFLET MORPHOLOGY WAS NOTED. A NEW UNKNOWN SIZE EPIC VALVE WAS CHOSEN AND COMPLETED THE PROCEDURE WHILE PATIENT ON BYPASS. THERE WAS NO CLINICALLY SIGNIFICANT DELAY OCCURRED, AND THE PATIENT HAD NO RELATED ADVERSE EFFECTS.

Event description:
It was reported that on (b)(6) 2025, a 25mm Epic valve was chosen for a procedure. During the procedure, the doctor found out the valve leaflet's form has something wrong and a abnormal valve leaflet morphology was noted. A new Unknown Size Epic valve was chosen and completed the procedure while patient on bypass. There was no clinically significant delay occurred, and the patient had no related adverse effects

Event description:
N/A.

Manufacturer narrative:
AN EVENT OF DEFORMED LEAFLET WAS REPORTED. INFORMATION FROM THE FIELD INDICATED THAT THE VALVE LEAFLET'S FORM WAS OFF, AND AN ABNORMAL VALVE LEAFLET MORPHOLOGY WAS NOTED. A RETURNED DEVICE ASSESSMENT COULD NOT BE PERFORMED AS THE DEVICE WAS NOT RETURNED FOR ANALYSIS. THE DEVICE HISTORY RECORD WAS REVIEWED TO ENSURE THAT EACH MANUFACTURING AND INSPECTION OPERATION WAS PERFORMED, AND THE PRODUCT MET ALL SPECIFICATIONS. BASED ON THE INFORMATION RECEIVED, THE CAUSE OF THE REPORTED EVENT COULD NOT BE CONCLUSIVELY DETERMINED. THERE IS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH REGARDS TO MANUFACTURE, DESIGN, OR LABELING.

Manufacturer narrative:
An event of deformed leaflet was reported. Information from the field indicated that the valve leaflet's form was off, and an abnormal valve leaflet morphology was noted. The device was returned to Abbott for investigation. The investigation found that all three leaflets were mobile, were intact and flexible with no tears/hole. No anomalies were noted. The Device History Record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported event material deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.Codes Removed:Type of Investigation: 4109